Event description:
It was reported that during procedure, the power was not high enough to complete the procedure. It was found that the issue was with the fiber. Fiber tips were replaced but the issue continued. Different connections and setting were attempted but it did not work. There were no other fibers available, and the procedure was cancelled.this event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Event description:
It was reported that during procedure, the power was not high enough to complete the procedure. It was found that the issue was with the fiber. Fiber tips were replaced but the issue continued. Different connections and setting were attempted but it did not work. There were no other fibers available, and the procedure was cancelled. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.